Event description:
Right internal iliac artery was coil embolized prior to the zenith implant procedure. The zenith endovascular graft was implant in 2005, with the ipsilateral leg graft landing in the external iliac artery in order to exclude the iliac aneurysm. Procedure was concluded without any complications. Subsequently the pt returned to the hosp suffering from claudication. The ipsilateral iliac leg graft and the right common iliac artery were ballooned as treatment for the claudication. Due to the amount of scar tissue in the vessel, the physician elected to conteplate additional intervention and perform a follow-up examination after the pt's groins were healed.